Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient heard a alert from the device. Device interrogation indicated that the alert tone was due to magnet exposure. The device remains in use. No patient complications have been reported as a result of this event.